Event description:
It was reported that the patient noted chest wall thumping and intermittent chest twitching, and diaphragmatic stimulation was encountered. An x-ray revealed that the implantable pacing (ipl) had dislodged and perforated the coronary wall. Additionally, post op interrogation showed that the ipl was not capturing. The ipl was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).